Event description:
It was reported that the patient developed symptomatic heart failure and was found to have global left ventricular hypokinesis with an ejection fraction of less than 35% in the setting of 100% pacing. The dual chamber pacemaker was explanted and upgraded to a cardiac resynchronization therapy defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Product ID (B)(4) implantable pacing lead: 2013 (B)(6). (B)(4).